Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was post-paced t-wave over-sensing (pptwos). Further information was requested but not received.